Event description:
It was reported that (6) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that during the 2nd firing along the broad ligament, with an atw35, the surgeon had great difficulty squeezing the firing trigger, but completed the firing sequence. When he depressed the release button on the atw35, both triggers did not spring open as normal. The surgeon had to use excessive force to open the triggers. He then noticed that on one side of the cut line (the side of the uterus) staples had not formed. The surgeon noticed bleeding from area without staples. He also noticed what appeared to be a plastic piece had come dislodged from the jaws of the atw35. The surgeon contemplated converting to an open procedure, but decided against it. He quickly had the same atw35 reloaded with another tr35w and fired the same instrument, distal to the last staple line, getting most of the uterine artery. The surgeon quickly fired 3 more times on the opposite side of the uterus, thus dissecting the broad ligament and most of the uterine artery. The bleeding ceased. The surgeon thinks that one of the suctions picked up the dislodged plastic piece. The atw35 is not available to be examined. An additional sterile tr35w is being returned for analysis.